Event description:
Customer reported that there was dextrose in a bag that was not programmed to contain dextrose when it was compounded. The amount was measured to be the equivalent of approximately 0.5ml of 50% dextrose. The small amount of dextrose in the bag was considered by the customer to be clinically insignificant for the neonates who received the solutions, which are used at a very slow flow rate to keep arterial lines patent. Baxter product surveillance discussed the design of the unit and that the small volume retained in the manifold of the transfer set could account for the above. The unit has been sent ot product services for eval.